Event description:
The patient called to report that he has been hospitalized three times in three years due to his diabetes, and he no longer wants to use the insulin pump. The patient wanted information on how to return the device. The patient declined to troubleshoot, and only wanted information on how to return the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.